Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a lot of ¿mistakes¿ which meant they had been ¿pooping my pants¿. This started on (B)(6) 2019. They were not sure how to use the programmer to adjust the stimulation and needed assistance to ¿turn on¿ the device. Using the programmer, it was determined that the patient was on program 1 at 0.8 volts and the stimulation was on. The patient then increased the stimulation to 1.2 volts but did not feel the stimulation. It was recommended that the patient monitor their symptoms and adjust the stimulation if necessary. It was reported that troubleshooting resolved the issue. There were no further complications reported or anticipated.